Event description:
22g piv [peripheral IV] placed. V extension loop does not attach to the catheter. This happened earlier today on a separate patient as well. Luer lock cap placed directly at the end of the catheter for use to prevent having to place a new catheter, but no IV loop is able to be used with this batch of 22g pivs: